Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose after a peripheral artery occlusive disease (paod) interventional procedure with a 6f sheath. Reportedly after the normal procedure was completed, the starclose failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the vessel locator wings were not positioned properly or there was a partial capture of the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.